Event description:
A miniport has moved/became dislocated. After the oncologist flushed the port, she noticed an immense difference in pressure. They then noticed that the catheter got disconnected from the port. The doctor submitted the complaint to the rep on saturday (B)(6) 2014. (B)(6) assumes this is due to user error. As per complaint form received on (B)(6) 2014, "patient got a port implantation without any complications, after a week the oncologist wanted to flush the catheter and the catheter was blocked by a thrombus. They tried to flush it very hard and then they felt that it was going very easy. The oncologist sent the patient to radiology for an x-ray. The radiologist saw that the catheter wasn't located at the portbody. They found the catheter in the pulmonal artery.

Manufacturer narrative:
(B)(4). Device has not yet been returned for evaluation.